Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube, power cap module, and filament drive were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys would not boot up. No pt injury was reported.